Event description:
Healthcare professional additionally reported "any creases" on the return paperwork. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the posterior and crease flat. Leak test and microscopic analysis was performed which identified: one sharp opening on patch/shell bond edge and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. A sharp opening on patch/shell bond edge due to an unidentified (tear) opening. The reason for reoperation was deflation.

Event description:
Healthcare professional reports right side deflation and noted "any creases" on return paperwork. The device has been explanted.